Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle did not originate from the scope and appeared to be cleaning brush material but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and no additional event or reprocessing information was reported or available, however, the issue was believed to be the result of user handling/improper cleaning and or reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced difficulty with the buttons. When the device was connected to check flushing, it wouldn¿t work. The buttons were changed and still flushing wouldn¿t work. The healthcare professional identified the event during maintenance. There was no report of patient or user harm associated with the event. Inspection and testing of the returned the device revealed foreign material exiting the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. Upon inspection the customer¿s allegation was confirmed (when the buttons were connected to check flushing it wouldn¿t work. The buttons were changed and still flushing wouldn¿t work). Additionally foreign debris was found protruding from the air/water nozzle. The blockage present in the air / water nozzle, which was identified during initial inspection, appeared to be a brush like material. This was attributed to inadequate cleaning by the user. The following findings were also noted and are as follows: (a.) The light cover glass adhesive glue was worn, (b.) The optical cover glass adhesive glue was worn, (c.) The outlet pipe condition showed blockage was evident, (d.) The distal end adhesive was lifting, (e.) The suction connector water leakage showed signs of water ingress, (f.) The up/down/left/right angulation was out of specification, (g.) The up/down left/right angle play needed adjustment and was out of specification, (h.) And the air channel -volume showed blockage evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.